Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd micro-fine¿ plus pro pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the user facility reported that the drug solution did not come out as a patient had brought the affected product to the clinic.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10-may-2022. H.6. Investigation: one open 32g x 4mm pen needle sample and two photos were returned from lot. No. 1096158, cat. No. 320559. Visual examination was carried out on the returned sample and photos and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that 2 bd micro-fine¿ plus pro pen needles were unable to deliver insulin or medication. The following information was provided by the initial reporter : the user facility reported that the drug solution did not come out as a patient had brought the affected product to the clinic.